Event description:
It was reported that after implant surgery, the surgeon put the backup battery into the patient's primary controller and the system monitor displayed a "replace backup battery" message. The backup battery was reseated but the issue did not resolve. A new backup battery was placed into the controller and a backup battery fault occurred. The controller was exchanged which resolved the issue. There was no delay to the patient's implant due to the issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via product testing and log file review. The heartmate 3 system controller (serial #: (B)(6)) was returned for analysis and a log file was submitted for review spanning approximately 3 days (14mar2022, 01jan2000, 16aug2022, 24aug2022 per timestamp). Events occurring on 14mar2022 are from manufacturing testing, events on 01jan2000 are from when the system clock was not set and events on 24aug2022 are from product testing at abbott. Throughout the log file beginning on 16aug2022 at 12:10:29 are multiple backup battery fault alarms due to circuit faults and multiple instances of the backup battery being removed and installed again. The backup battery fault alarms would clear only once the backup battery was removed. There were no other notable alarms in the log file. Pump operation was not affected. The system controller was tested, and the reported alarm was reproduced. The unit was able to pass all stages of preliminary and functional testing after a test backup battery was used. During further testing, it was observed that there was damage to the connector of the backup battery ribbon cable causing an intermittent connection with a pin on the backup battery. This intermittent connection would cause backup battery fault alarms. The ribbon cable was replaced, and the reported alarm cleared with the alarm not being reproduced again with a new ribbon cable. Additional information communicated on 29aug2022 indicated that a controller exchange resolved the reported alarm. The root cause of the reported event was determined to be from damage to the backup battery ribbon cable. The root cause of the damage was unable to be determined. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance (qa) specifications. Heartmate iii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including backup battery fault alarms. Heartmate iii instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.